Event description:
It was reported that the pt complained of pain and hearing a howling sound from his right implant. The pt is bilaterally implanted. Medical opinion was sought and no cause found. The external processor was exchanged completely, with the sound initially better than it sounded tinny. Testing was carried out which confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.